Manufacturer narrative:
The pump was received with normal operating currents and passed the self test, unexpected restart, and displacement tests. Unable to perform the rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to physical damage on the end cap. The drive support disk was inspected and no anomaly was noted. The pump was received with a corroded battery tube, a cracked case, a cracked end cap, a cracked reservoir tube lip, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, a missing end cap sticker, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the drive support cap is loose. Customer did not press the cap while connected. The customer was advised that we are sending replacement pump. The customer was advised to follow their medically prescribed backup plan.